Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify failed battery test and low battery alert due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Insulin pump received with cracked keypad overlay at select button and missing serial number label.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm. Customer¿s blood glucose was unknown at the time of incident. Contacts were not missing, damaged, or corroded. Customer stated that neither compartment nor spring were damaged or corroded. Customer did not received failed battery alarm again. The insulin pump will be returned for analysis.